Manufacturer narrative:
Concomitant medical products: 250ml hospira bag, ndc 0409-7983-02, lot 62-077-jt, exp 1 feb 2018, 0.9% nacl injection; 50ml hospira bag, ndc 0409-7984-36, lot 70-046-jt, exp 1 apr 2018, 0.9% choride injection, therapy date: unk. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the secondary set of zofran 8mg/50ml, back-flowed into the primary line of 250ml of 0.9% sodium chloride after being connected. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of backflow was confirmed. No damage or anomalies were noted on the primary or secondary set upon visual inspection. The check valve was noted to be assembled in the set correctly with the silicone membrane centered. Functional testing confirmed backflow, indicating a faulty check valve. Disassembly of the check valve resulted in discovery of 5 particles located between the housing seal area and the affixed silicone diaphragm disk; the particles were identified to be calcium carbonate. The cause of the check valve failure is multiple particles of calcium carbonate found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the particles was not identified.